Manufacturer narrative:
The device has not yet been rec'd at the MFR for testing. According to the contact at the account, the device will be shipped back to the MFR for repair within the next day. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the device would not hold pressure which caused some leakage into the surgical site. The pressure was adjusted and the procedure was successfully completed. There was no reported pt/user injury due to this event.